Event description:
It was reported that crosstalk was observed on the ventricular channel. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.